Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasion breaching the outer insulation at 6.7 ¿ 7.2 cm from the connector pin and 8.6 ¿ 8.7 cm from the distal tip. The cause of external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy

Event description:
The patient was brought to the lab for explanation of the device system. The patient needs upgrade to MRI compatible system. Currently he has an infection of his back and there was question of vegetation on the rv lead told to dr deshmukh. Dr. Deshmukh doesn¿t believe that there actually was any vegetation. The patient will be brought back at a later date for implant of a new system.